Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3® with dcd® tapered implant 5/4 x 10mm (bnpt5410) and a do not use-fixture remover 5.0 x 15mm (fr515) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and an implant with a stuck removal tool. The fr515 was manufactured by neobiotech (supplier ID: (B)(4)). This investigation addressed only the bnpt5410 and the related event using applicable instructions for use, risk files and other available information. Functional testing was performed for the returned products and removal tool does not disengage from implant. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021030204). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021030204) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable for damaged drive feature as the removal tool is stuck however based on the available information, device malfunction did occur and the reported event was confirmed for does not disengaged. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type.

Event description:
Confirmed with supplier, fixture remover is a (B)(4) not (B)(4).

Event description:
It was reported that implant was stripped during placement and had to be removed with fixture remover fixture item fr515. Fixture removal is attached in the implant. Another implant was placed. No symptoms was reported. Patient wont return for an additional appointment. Tooth#.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).